Event description:
A urine sample from a pt was tested on 3/5/1998 with testpack hcg urine and was negative. A quantitative serum test was performed and was 124 miu/ml. No injury reported. No further pt info was available.